Event description:
It was reported that immediately following artificial urinary sphincter (aus) surgery, the patient went into retention. The doctor deactivated the device a second time and informed the patient not to touch the pump and they were sent home. The pump had activated again putting the patient back into retention. The physician put in a suprapubic catheter while trying to troubleshoot the pump issue. Several troubleshooting techniques were tried, but did not work. A revision surgery was scheduled and the aus system was explanted and replaced. The physician suspects that the valve may have something to do with the pump issue. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, and no leaks were identified in the pump. The pump passed functional testing and performed within product specifications. Product analysis did not confirm a malfunction that would lead to the reported activation issues and resulting urinary retention.

Event description:
It was reported that immediately following artificial urinary sphincter (aus) surgery, the patient went into retention. The doctor deactivated the device a second time and informed the patient not to touch the pump and they were sent home. The pump had activated again putting the patient back into retention. The physician put in a suprapubic catheter while trying to troubleshoot the pump issue. Several troubleshooting techniques were tried, but did not work. A revision surgery was scheduled and the aus system was explanted and replaced. The physician suspects that the valve may have something to do with the pump issue. There were no patient complications reported.